Event description:
A report was received from a user facility in (B)(6) stating: "surgeon observed there was no movement of the guillotine cutter blade. They had started to use the cutter in the eye when they noticed the blade was not moving." There was no serious injury or report of permanent impairment related to this event.

Manufacturer narrative:
One 25 gauge vitrectomy cutter was received and evaluated. Visual inspection found most of the tubing had been cut off and not returned, nor was the tip protector returned. The needle was slightly bent/curved. The port window was in the opened position and there was dried solution visible in the remaining piece of tubing. Functional testing could not be performed due to the missing tubing. The cutter assembly, contained within the stellaris 25 gauge posterior vitrectomy pack is manufactured by midlabs. The MFR has been contacted. Investigation is ongoing.